Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter city:

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the internal carotid artery and common carotid artery. A 3.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.